Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an antegrade femoral access procedure, the micropuncture transitionless access set 20 sonometer cannula (lot ns8301674) fractured during an exchange (refer to medwatch 1820334-2018-00118). The fracture occurred prior to insertion in the patient, and was easily removed off the wire guide. Another access set (micropuncture transitionless stiffened cannula access set lot 8037268) was used to successfully complete the procedure; however, the catheter accordioned and the hub separated while being pulled from the patient (medwatch 1820334-2018-00119). The patient's anatomy was noted to be scarred. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Both the inner and outer catheters of the micropuncture transitionless stiffened cannula access set were returned for evaluation. The outer catheter was accordioned along its length, and the hub was separated. An image down the distal lumen of the hub showed that the tubing separated inside the hub. The inner and outer catheter dimensions were found to be within specification. The transition between the inner and outer catheter could not be checked, due to the damage incurred in the outer catheter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The transition between the inner and outer catheter is verified during the manufacturing process. Additionally, the tensile strength of each outer catheter lot is checked for catheter to hub bond strength. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, the root cause for this event is likely related to patient condition as scarring could lead to material accordion from difficult advancement, causing increased withdrawal force during removal of the catheter, leading to hub separation. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.